Event description:
Inflammatory response, joint pain mainly in hips and knees. Hives in (B)(6) 2013. Widespread, daily. Pelvic inflammation in (B)(6) 2013 with bladder involvement.

Event description:
(B)(4). Had a hysterectomy on (B)(6) 2014. Diagnosed adenomyosis. Uterus was 10x normal size. All symptoms of joint pain and hives immediately disappeared. Now I will need an additional bladder repair, which I am going to schedule soon.